Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported by the hospital that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. No patient condition was reported.

Event description:
New information received notes that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right ventricular (rv) lead exhibited high thresholds and impedance measurements. The patient was in stable condition throughout.